Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022. During the procedure, the suture dart detached from the suture and was left in the patient since it reportedly did not pose a medical risk. Reportedly, there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment. Patient code e2008 captures the reported event of dart was left in patient. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2022. During the procedure, the suture dart detached from the suture and was left in the patient since it reportedly did not pose a medical risk. Reportedly, there were no patient complications reported as a result of this event. Boston scientific received an additional information on july 14, 2022 as follows: during the procedure, the suture that was attached to the bullet when it broke off was tied down inside the patient.